Manufacturer narrative:
The investigation for pump stop has been completed. Impella cp was returned for evaluation. Upon visual inspection a large impeller purge gap was seen on the pump. Pump was soaked in tegazyme to remove any dried blood for approximately 15 minutes and no lingering biomaterial was present on the pump. Electrical testing was performed and all motor cable lines were found to be within range. Data logs from field were reviewed and at time of pump stop "impella stopped - motor current high" and "impella stopped (rpm deviations)" alarms were triggered. Clinical details noted that pump was not able to be restarted after pump stop and pump had been running for more than 10 days. The root cause of the pump stop is due to bearing wear beyond pump design life per design trace matrix.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.    As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a 61-year-old male patient in an acute myocardial infarction / cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, the pump stopped as the motor current was high. Additional information was received indicating that thrombus was sucked into the impella which was what lead to an immediate pump stomp. Impella was attempted to be restarted but was unsuccessful. The automated impella controller (aic) was also exchanged but the issue did not resolve. Patient was taken to the cath lab immediately but expired before a new impella could be implanted.